Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The first implant was discarded and the back up implant was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the surgery occurred on (B)(6) 2016. It is reported the surgeon soaked the implant in antibiotic solution before implantation. When he placed the implant in position, it broke down the middle. It is stated that the surgeon handled it very carefully and it broke easily. It is reported the backup implant broke as soon as he placed the first screw. It is reported he kept the separate piece in position and that section broke as well. It is reported the surgeon ended up holding the three pieces of the backup implant in position with one screw in the middle of each piece.

Manufacturer narrative:
The product identity was confirmed. No implants were returned for review. There were intraoperative pictures taken, showing the backup (bu) implanted in the patient. The picture shows three center drive screws lagged into the patient¿s bone through the implant and a fracture through the middle of the implant. This device is not designed to be load bearing (which may have been applied by the surgeon during placement). This specific implant is relatively small and thin, making it more susceptible to excessive force. There was also a picture of what appears to be the first choice (fc) implant fractured into multiple pieces and laying in a dish. The implant dimensional analysis scan performed on the fc and bu implants as part of the finished part inspection process were reviewed. The scans determined that both the fc and bu implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. The complaint was confirmed through the intraoperative pictures showing a fractured implant in the patient. The most likely underlying cause was excessive force applied to the implant. The implant is not designed for full or partial load bearing.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
(In addition to what was already reported) it is reported the implant was soaked in the antibiotic solution, gentamicin, for five to ten minutes. It is reported the surgeon always soaks t he implants in antibiotic solution. It is reported the implant was inspected and everything looked fine. It is reported the event led to a delay of "a few minutes only." It is reported that no issues related to surgical technique were observed. Additionally it reported that, "there was very good exposure to place the implant." The condition of the patient is reported as, "no reported complications."